Event description:
It was reported that during a gastric bypass procedure, the clips deployed crossed and sideways. There were no patient consequences. Case completed with another unknown brand of clip appliers.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? All. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.